Event description:
It was reported that an asymptomatic patient presented to clinic for routine follow up. Upon interrogation, stored episodes of auto mode switch due to atrial lead noise were noted. The patient would be monitored with routine follow ups.

Manufacturer narrative:
.